Event description:
It was reported that when using the bd pyxis¿ es refrigerator, device will not get out of initializing device manager screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station would not move past the initializing device manager screen. A field service engineer (fse) fully powered down both the main unit and the refrigerator, as the refrigerator was behaving abnormally. The fse then powered on the refrigerator followed by the main unit, as the refrigerator was causing the application to become stuck during device initialization. The fse had the customer recover the refrigerator and perform an inventory to verify proper functionality. The system functioned as intended after field service engineer repaired the device.